Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a potential false positive troponin (tni) result using the triage cardiac panel 25 test. Pt had come to an outpatient clinic on (B)(6) 2010, where draw 1 was taken. Pt was sent to the ER, where EKG's and a second draw were performed. Pt was not admitted to the hospital. Pt has a catheterization scheduled.